Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation, there was undersensing of the tachycardia episodes along with possible noise. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.